Event description:
Ladarvision excimer laser platform produces highly erratic refractive results accompanied by excessively high incidence of disabling side effects such as glare and halos. Vision can be troubling during day and night time conditions. Rptr has well over 100 patients with serious vision effects and over 500 eyes that have undergone unecessary "enhancement" surgery to correct problems created by the ladarvision device. In rptr's practice these problems occurred over period 06/2000 through 09/2001. Rptr corrected the factory defect with the laser platform and has had no further problems. However, other users continue to report similar problems on an ongoing basis.